Event description:
Additional info received from the MFR on 03/26/1999: upon further investigation of the details surrounding this event, the co does not believe this event is reportable under the MDR guidelines. Further investigation with the rptr revealed that the re-operation was for issues unrelated to the product. She further reported that no problems were noted with the product.